Manufacturer narrative:
The investigation for the positioning issue has been completed. No product was returned. Logs showed "impella in aorta" alarms after pump was turned down to p-4. The pump was explanted about 30 minutes after the first positioning alarm. There was a large motor current spike about twenty minutes prior to first positioning alarm. There were no abnormalities with the 5s parameters. The pump was noted under the papillary muscle. The root cause of the positioning issues was most likely use-related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a 73-year-old male patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella cp sensor was reading in aorta with flat motor current but on fluoroscopy the impella was noted across the valve. The impella was repositioned and was noted under the papillary muscle. After percutaneous coronary intervention was completed, the impella cp was removed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The root cause of the optical signal issue was most likely biomaterial. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D10 concomitant medical products and therapy dates updated. G1 reporting contact email updated.